Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11290. It was reported that pt had heating at the ipg pocket while charging in additional to heating when the scs was turned off. In addition, the pt reported the ipg moved in the pocket. The pt reported the heat became uncomfortable after 15 minutes, however, the pt reported he was not using the antenna sleeve. On (B)(4) 2012m st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall number: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.